Manufacturer narrative:
(B)(4).

Event description:
There have been no additional issues reported and the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
The patient began to experience symptoms that may be related to withdrawal. The daily dose was increased and the patient began to feel better. The patient will continue with the intended intrathecal pump therapy. It was noted by the physician that the patient may have been hypersensitive to the medication due to previous pain therapies.